Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Upon review the impedances were within the range, however it went over 125 ohms. Technical services (ts) recommended to have the patient seen in the clinic for commanded shock impedance test. This rv lead remains in service. No adverse patient effects were reported.